Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is malfunctioning. The customer states receiving a failed battery test. Customer also states that their key pad is unresponsive. The patients' blood glucose at the time was unknown. The customer also states receiving a button error alarm. The customer was advised that the device would need to be returned and replaced. The device is being sent back for analysis, as well as replaced.